Event description:
It was reported that during an atrial fibrillation ablation case, a faradrive steerable sheath was selected for use. An atrial flutter line was done on right side of heart. Shortly after going transseptal to left atrium, the patient blood pressure began to drop. Heparin was turned off, and a stat echo was called. A pericardiocentesis was done. Cardiovascular operating room (cvor) was consulted and took over care of patient. Sternotomy was done and patient was taken to cvrr cardiovascular recover room (cvrr). The patient presented to electrophysiology (ep) for an atrial flutter ablation. During the procedure, the patient developed hypotension at this time with intracardiac echocardiography (ice) revealing an effusion. Volume resuscitation and vasopressors were administered. The patient received protamine and the surgical team was notified. The patient was prepped and draped for pericardiocentesis. Perforation was noted at the base of the right atrium. This was repaired by cardiothoracic (CT) surgery, and the patient was stabilized and transferred to intensive care unit (ICU). It was further reported that the patient experienced a perforation at the base of the right atrium at the atrioventricular (av) junction during a radiofrequency cavotricuspid isthmus (cti) ablation using the faradrive sheath with non-boston scientific (bsc) catheter. The patient was in typical flutter, so the physician wanted to ablate the cti before crossing into the left atrium to ablate the atrial fibrillation. Once the cti was completed, the physician went transeptal and mapped the left atrium with non-boston scientific mapping catheter. When exchanging for the farawave catheter, and before the farawave was advanced into the faradrive sheath, the patient blood pressure started dropping rapidly. With the use of ice imaging, pericardial effusion was noted that was not there before and thus prompted a pericardiocentesis, and ultimately CT intervention to repair the puncture at the av junction at the base of the right atrium. The device used for transseptal was the faradrive connect. The right-side ablations were performed using a non-bsc catheter used to complete the rf cti. There was not any resistance or anything out of the ordinary noted for this procedure, but the physician did reportedly struggle with contact stability in two spots on the line due to the patient anatomy. These spots had leaks and needed to be further ablated, ultimately needing a dual line ablation to achieve bi-directional block. The faradrive sheath was kept at the base of the inferior vena cava (ivr) and right atrium (ra) junction during the cti ablation. The guidewire selected was a merit inquire, but was never entered in the patient since the farawave was never advanced into the patient. The issue occurred at the base of the ra at the av junction. The effusion was discovered at the ra junction by the CT once a sternotomy was performed which was reported by the CT who repaired it. Rf cti ablation was the only ablation that had occurred. Upon discovery of the effusion, the faradrive sheath was in the left atrium with no catheters inside of the sheath. The farawave was about to be inserted but was not due to the patient vitals. CT intervention needed to repair the perforation. The patient was admitted to the hospital due to this complication and later was discharged the following week and has recovered with no known complications.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review: a ship history could not be performed with the information provided and therefore did not yield any results for possible lot numbers. The DHR review could not be performed as the lot number was not provided. Labeling review: review of the instructions for use (IFU) states: "careful manipulation must be performed to avoid cardiac damage, tamponade or vessel trauma. Dilator and wire advancement should be performed under imaging guidance, such as fluoroscopy or echocardiography. If resistance is encountered, do not use excessive force to advance or withdraw the versacross rf wire or versacross connect transseptal dilator." The IFU also states to not attempt to deliver rf energy until the active tip of the versacross rf wire is confirmed to be in good contact with the target tissue. Adverse events include: pericardial and pleural effusion. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect device confirmed that the events of pericardial effusion, hypotension, and cardiac perforation are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, hypotension, and cardiac perforation are known inherent risks of the versacross connect device. Pericardial effusion, hypotension, and cardiac perforation are expected procedural complications addressed within the IFU for the versacross connect. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during an atrial fibrillation ablation case, a faradrive steerable sheath was selected for use. An atrial flutter line was done on right side of heart. Shortly after going transseptal to left atrium, the patient blood pressure began to drop. Heparin was turned off, and a stat echo was called. A pericardiocentesis was done. Cardiovascular operating room (cvor) was consulted and took over care of patient. Sternotomy was done and patient was taken to cvrr cardiovascular recover room (cvrr). The patient presented to electrophysiology (ep) for an atrial flutter ablation. During the procedure, the patient developed hypotension at this time with intracardiac echocardiography (ice) revealing an effusion. Volume resuscitation and vasopressors were administered. The patient received protamine and the surgical team was notified. The patient was prepped and draped for pericardiocentesis. Perforation was noted at the base of the right atrium. This was repaired by cardiothoracic (CT) surgery, and the patient was stabilized and transferred to intensive care unit (ICU). It was further reported that the patient experienced a perforation at the base of the right atrium at the atrioventricular (av) junction during a radiofrequency cavotricuspid isthmus (cti) ablation using the faradrive sheath with non-boston scientific (bsc) catheter. The patient was in typical flutter, so the physician wanted to ablate the cti before crossing into the left atrium to ablate the atrial fibrillation. Once the cti was completed, the physician went transeptal and mapped the left atrium with non-boston scientific mapping catheter. When exchanging for the farawave catheter, and before the farawave was advanced into the faradrive sheath, the patient blood pressure started dropping rapidly. With the use of ice imaging, pericardial effusion was noted that was not there before and thus prompted a pericardiocentesis, and ultimately CT intervention to repair the puncture at the av junction at the base of the right atrium. The device used for transseptal was the faradrive connect. The right-side ablations were performed using a non-bsc catheter used to complete the rf cti. There was not any resistance or anything out of the ordinary noted for this procedure, but the physician did reportedly struggle with contact stability in two spots on the line due to the patient anatomy. These spots had leaks and needed to be further ablated, ultimately needing a dual line ablation to achieve bi-directional block. The faradrive sheath was kept at the base of the inferior vena cava (ivr) and right atrium (ra) junction during the cti ablation. The guidewire selected was a merit inquire, but was never entered in the patient since the farawave was never advanced into the patient. The issue occurred at the base of the ra at the av junction. The effusion was discovered at the ra junction by the CT once a sternotomy was performed which was reported by the CT who repaired it. Rf cti ablation was the only ablation that had occurred. Upon discovery of the effusion, the faradrive sheath was in the left atrium with no catheters inside of the sheath. The farawave was about to be inserted but was not due to the patient vitals. CT intervention needed to repair the perforation. The patient was admitted to the hospital due to this complication and later was discharged the following week and has recovered with no known complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.